Manufacturer narrative:
Concomitant products: product ID 3889-28, lot# va087kx, implanted: (B)(6) 2013, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was experiencing a loss of therapeutic effect. The patient was not sure exactly but it must have been about 6-8 months ago. The patient noted it happened suddenly. The device had helped with frequency (she can go longer periods of time, 5-6 hours, without having to urinate) but she no longer had control. When the patient gets the urge to go, she has to be right by the restroom otherwise she will wet her pants. The patient didn't notice this was an issue when she first got the device implanted, it was something that changed. The patient called hcp (healthcare provider) to get appointment and the nurse told her that the implant won't help her with this issue. The patient wanted to know if this was true and if there was anything she can do to help with it. If additional information is received, a follow up report will be sent.